Event description:
It was reported that loss of capture and loss of sensing due to lead dislodgement were observed when patient presented for post-op check. The lead was repositioned successfully. The patient was in stable condition afterwards.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).